Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas. During the first week of use, following a post-meal glucose rise to approximately 220 mg/dl after which automated correction dosing occurred and the user¿s glucose decreased to a nadir of 45 mg/dl for about two hours; the agent explained the device learning phase and confirmed insulin delivery suspends when glucose is low, and provided education on avoiding overcorrection and using fast-acting carbohydrates. Symptoms included sweating. Outcomes included self-treatment with oral carbohydrates (apple juice, hard candy, and a sugar wafer) without medical intervention or hospitalization. Investigation included agent-led troubleshooting and user education. Investigation of this case revealed no device alarms and that the event was consistent with early learning-phase glucose management, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.